Event description:
It was reported that the 9600 system would not boot up. Also the system would not steer correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted and the steering chain cleaned and lubed during the service call. The system was tested and found to be working as intended and put back into service.